Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported "small pieces of plastic from tip wrench are free and enter the eye" during surgery. It is unknown if any material was retained in the eye at this time. Additional information and product sample have been requested for this case. No updates have been received at this time.

Manufacturer narrative:
Additional information in device evaluated by MFR?, evaluation codes and additional MFR narrative. As the customer did not retain the finished goods lot number; a device history review and lot history could not be reviewed for this report. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. (B)(4).